Event description:
New information received notes that the patient presented to the emergency room (ER) and was admitted. Upon device interrogation, the left ventricular (lv) lead was noted to exhibit abnormally high pacing impedance and high capture threshold resulting in loss of capture at high outputs. Fluoroscopy was performed prior to procedure and confirmed that the lv lead had dislodged.

Event description:
It was reported that the patient's left ventricular (lv) lead was explanted and replaced due to dislodgement. The patient was in stable condition.